Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative on (B)(6) 2020 regarding a patient receiving morphine (105mg at 5mg/day) and clonidine (1200mcg in 35ml nacl) via an implanted infusion pump. It was reported that the pump was empty too soon. The problem was first seen at the refill appointment on (B)(6) 2020. On the first admission on (B)(6) 2020, the patient experienced vomiting and general sickness. The patient was dismissed on (B)(6) 2020. On the second admission on (B)(6) 2020, the patient had the same complaints and also experienced less consciousness, "ah 4/minus," and visual loss, which turned out to be a stroke in the left cerebellum. The cause of the empty pump and volume discrepancy were unknown. The patient received external intravenous morphine. The pump was refilled and was later refilled again on (B)(6) 2020. At the (B)(6) 2020 appointment it turned out that the pump was running at 8.21mg/day. The patient was readmitted to the intensive care unit (ICU) on (B)(6) 2020 after a pump refill when it turned out the pump was running quicker again. The ICU started fentanyl transdermally (td) and external patient controlled analgesia (pca) pump on (B)(6) 2020. The pump was to be emptied if the patient's physical condition allowed it. The plan was to have the pump replaced in 3 months. The issue was resolved at the time of report and the patient's status was alive - with injury. Surgical intervention had not yet occurred as the patient's health was not allowing it. No additional in formation was available at the time of report. No further complications were reported or anticipated.

Manufacturer narrative:
H6: fdm/annex b updated to b17. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The pump replacement was performed on (B)(6) 2020 and went very well. The patient was okay now. It was indicated it was very obvious when the pump was taken out that the problem was the septum on the pump. The pump was sent for return.

Event description:
Additional information was received on 2020-oct-28. It was reported that the pump replacement was postponed to (B)(6) 2020 due to the hospital not having a free bed for the patient.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was indicated the hcp did not use the [medtronic] refill kits; they had their own material.

Manufacturer narrative:
H3: reduced analysis of the pump was performed and no anomalies were identified. H6: fdm/annex b updated to b01. Fdr/annex c updated to c19. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received regarding pump refill history. 2020-(B)(6): the actual reservoir volume (arv) was 3 ml, the expected reservoir volume (erv) was not recorded, and the pump was refilled with 35 ml. 2020-(B)(6): the arv was 4 ml, the erv was not recorded, and the pump was refilled with 35 ml. 2020-(B)(6): the arv was 4 ml, the erv was not recorded, and the pump was refilled with 35 ml. 2020-(B)(6): the arv was 11.5 ml, the erv was not recorded, and the pump was refilled with 35 ml. 2020-(B)(6): the arv was 0 ml, the erv was not recorded, and the pump was refilled with 35 ml. 2020-(B)(6): the arv was 23.5 ml, the erv was not recorded, and the pump was refilled with 35 ml. 2020-(B)(6): the arv was 16 ml, the erv was not recorded, and the pump was refilled with 35 ml. 2020-(B)(6): the pump was emptied in the in the intensive care unit (ICU) and not filled. The erv was not recorded. The patient received fentanyl for pain.

Manufacturer narrative:
H3: analysis of the pump is not yet complete as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: fdm/annex b updated to b21. Fdr/annex c updated to c21. Fdc/annex d updated to d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received in response to a request for follow-up indicated that the pump replacement was scheduled for wednesday 2020-oct-28. The manufacturer representative would retrieve the pump and send it for examination immediately after.